Manufacturer narrative:
This MDR is being submitted as part of a retrospective review of records dating january 2022-december 5, 2024, under CAPA: 10308384. The late submission of this report is justified by the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 07-dec-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the medication order was greyed out. A technical support specialist logged in, opened structured query language server management studio, ran an xml query and observed that the med ID in the xml did not match the med ID in epic. The specialist then recommended that the integration engineers reach out to the hospital¿s epic team to update the med ids from cerner format to epic format.

Event description:
It was reported by the customer that bd pyxis¿ medstation¿ es was unable to dispense the medication cefazolin fluid sodium chloride 100ml since it was greyed out and displayed ¿med not available¿ message. There were no adverse events or injuries reported based on this incident.